Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: no defect was found. One alarm was observed in the history on (B)(6) 2015. During testing, the pump performed the ezprime steps with no issues occurring.the pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. An 18 unit cartridge was loaded into the pump. The pump was run on a 1.975 u/hour basal rate until the cartridge was empty. Once the cartridge was empty, the pump emitted a replace cartridge alarm as per normal pump function. The replace cartridge alarm was accurately recorded in the pumps alarm history. Unable to duplicate ¿pump not emitting replace cartridge alarm¿ complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue): stated that the alarm history showed an empty cartridge alarm at 2pm, but patient didn't get alarm at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.